Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services assisted in troubleshooting, but the interrogation issue could not be resolved. Additional information provided this crt-p was later explanted during a therapy upgrade procedure. A cardiac resynchronization therapy defibrillator system was implanted to complete this procedure. This crt-p has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) could not be interrogated. Technical services assisted in troubleshooting, but the interrogation issue could not be resolved. Additional information has been requested, but was not provided at this time. This crt-p remains in service. No adverse patient effects were reported.